Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with out of range high, hvli via merlin.net transmission. Rv loose set screw was suspected. In clinic, dft failed due to hvli measurements. The lead and the device were explanted and replaced. The patient was stable post-procedure.